Event description:
It was reported that, "upon removing handle from block some how all the pieces of the modular hand fell apart onto the floor. The spring was not found. There is no possibility it fell in the wound.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.